Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb cable was damaged and cable was unable to charge pump battery. Customer's blood glucose was not impacted. Reportedly, customer changed the usb cable to resolve the issue.